Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, to which the customer agreed.